Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the battery was flat upon opening the unit, the packing was intact at time of opening. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device and internal components noted no abnormalities. Additionally, the valve was found to be opened. During functional evaluation, tactile inspection of the power switch confirmed that the switch was fully activated. The device was dismantled, and new batteries were connected to the device. The led turned on and the device was warming. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.